Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) contacted the customer account over-the-phone to address the reported event. During servicing, fse instructed the customer to shutdown the analyzer and power cycle the power switch. The customer then powered up the instrument and ran the daily check. Quality controls (qc) and normal maintenance was performed. Upon further follow-up, the customer reported that the instrument was working as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages- if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 5002 no response from slave as slave response not detected error. Troubleshooting for the error states to "turn the power off and on again. If this problem reoccurs, contact the service department." The most probable cause of the 5002 no response from slave error messages could not be determined. The instrument was shutdown and restarted, which resolved the issue.

Event description:
A customer reported error message 5002 no response from slave with the aia-360 instrument. The customer tried to repower the instrument but the error persisted. The instrument was down. Fse was dispatched to address the reported event, which resulted in a delay of troponin (ctnl 2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.